Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective power supply #3 (ps3) that controls the vertical lift column. The ps3 was removed and replaced. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 8800 fluoroscopy sys had a failure of the vertical lift column.